Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the foreign material in the forceps elevator, the z-block (server plug-in), and the light-guide lens is cause not established and the most probable cause of the chipping around the adhesive of the light-guide lens and the objective lens is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the dudenovideoscope exhibited chipping around the adhesive of the light-guide lens and the objective lens, as well as foreign material in the forceps elevator, the z-block (server plug-in), and the light-guide lens. There was no patient involvement.